Event description:
During dialysis set up and treatment, the following events occurred: while taking pt off machine, the venous luer lock cap came off. This is a hazard due to contamination and blood loss.